Manufacturer narrative:
Other, other text: one fluid warmer disposable was returned for evaluation. Visual inspection of the device found delamination on the sample. Device underwent functional testing, and was found to be leaking. This confirms the reported customer complaint. 32 samples then underwent leak testing, and no leaks were found. The problem source has been determined to be manufacturing as producton personnel did not did not detect the delamination on the product.

Manufacturer narrative:
Device evaluation in progress. Customer facility phone number: (B)(6). Company (smiths medical) representative phone number: (B)(4).

Event description:
It was reported that after connecting the product (an l-70) to the hot line (an hl-90), when the customer was circulating distilled water within it at a pre-use check, the water was noted to be leaking from the patient-side lower connector of the product. No patient injury or complications were reported in relation to this event.